Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of flickering could not be confirmed, however, during the device evaluation, the image cut out when the cable was manipulated. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the image was flickering on the hd 3cmos autoclavable camera head during an unknown therapeutic procedure. The procedure was completed using a different camera. No other devices were involved in the event. There were no reports of patient or user harm associated with this event. No medical intervention or hospital stay was required for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, it has been confirmed the image abnormality occurred when the cable is moved. Therefore, it is considered that an abnormality such as a partial disconnection has occurred in the cable. Therefore, it is possible that the video function did not function normally due to a cable failure, and the malfunctions of image cutting out and image flickering occurred. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the subject device malfunction was observed during a therapeutic rigid cystoscope.